Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Infection is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent infection related symptoms. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) developed an infection approximately one year post-implant. A surgical procedure was performed during which the device was explanted. Following the procedure, infection of the former device space required surgical drainage performed in (B)(6) 2010 and again in (B)(6) 2011. A new device was implanted in (B)(6) 2010 following complete healing of the focal point of the infection. No further patient complications were reported.

Event description:
It was reported that the patient implanted with a non-boston scientific (bsc) device developed an infection approximately one year post-implant. A surgical procedure was performed during which the device was explanted. Following the procedure, infection of the former device space required surgical drainage performed in (B)(6) 2010 and again in (B)(6) 2011. A new device was implanted in (B)(6) 2010 following complete healing of the focal point of the infection. No further patient complications were reported.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to another device as the infection occurred after the patient was implanted with a device not manufactured by boston scientific (bsc). It was determined that this event no longer meets the reporting criteria as there was no patient adverse event or device malfunction related to a bsc device.